Event description:
It was reported that the left frame headtube is stripped where the fork would attach to the ct7a wheelchair. The provider used epoxy to get the fork to attach to the frame before he called to find out what the warranty is on this chair.